Manufacturer narrative:
Corrected data: d10 updated data: b4, g3, g6, h2, h10, h11

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) completed on-site testing of equipment to determine equipment failure due to sealing issues. The fse reinstalled the safety disc with sealing material and the equipment passed all factory-specified performance and safety index tests. The unit was returned to the customer for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an iab loop leakage. The user removed the machine in time, there was no personal injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.